Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display screen was very dim and difficult to read. The reporter stated there was no lens film on the screen and there were a few superficial scratches on the screen. The reporter denied recent trauma or evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.